Manufacturer narrative:
(B)(4). A visual examination of the returned uphold¿ lite revealed that suture on the blue with white stripe dilator was broken. The remainder of the suture with dart is missing and was not returned. In addition, the suture on the blue dilator was cut. The suture was most likely cut to facilitate removal of the device. The capio slim suture capturing device was not returned. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that an uphold¿ lite was used during an unknown procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the product had failed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed reportable based on the investigation finding: lead suture broken.